Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h3, d9. E3, h6 (type of investigation, investigation findings, investigation conclusions, medical device ¿ problem code) a getinge field service engineer (fse) states that after the equipment encountered a problem, the unit was restarted normally after shutting it down and removing the machine and connecting a simulated balloon for testing. All functional and safety test was performed and passed.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cardiosave intra aortic balloon pump (iabp) unit had no counterpulsation, even though it showed that inflation was complete. There was patient involvement but no harm reported.